Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lenses were cracked, the bending section cover glue was cloudy, the connecting tube was wrinkled, and the insertion tube insulation was near threshold value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. However, the customer reported the automated endoscope reprocessor (aer) had a contamination event following performance qualification. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The aer used was soluscope with anios detergent and paa disinfectant. The concentration and expiration date of the disinfectant were controlled. All tubes were connected to the device when setting up in the aer. The water quality was controlled by uv light and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a drawer. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 1 colony forming unit (cfu)/endoscope of coagulase negative staphylococcus. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive twice. The first test on (B)(6) 2023 (us-est) detected >61 colony forming units (cfus)/100ml or >100 cfu/endoscope of pseudomonadaceae. The second test on (B)(6) 2023 (us-est) detected 2 cfu/100ml or 2 cfu/endoscope of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.